Event description:
It was reported that the 9900 system displayed a "collimator cal required" and "filament cal required" message when system is booted up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to reload the generator cal files. Reloaded generator cal files. The system was tested and found to be working as intended and placed back into service.